Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) his bundle lead exhibited oversensing of p-waves. It was further reported that the implantable pulse generator (ipg) exhibited premature battery depletion. Diagnostic testing/troubleshooting was performed. The rv his bundle lead was initially, reprogrammed and subsequently, capped and replaced. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.